Event description:
A temperature alarm was reported, indicating an issue with the customer's pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to clear the alarm, so technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections to ensure no interruption in insulin delivery.